Event description:
It was reported the patient had an episode on the day of death (B)(6) 2010 - one shock of 20 joules that was successful. The patient was transported to the hospital and died later that day. Further reported "did not appear to be any malfunction of device/leads." The cause of death has been requested and not received. Follow up later revealed the patient's device had been "working within normal parameters." The clinic nurse reported the patient had many comorbidities and her death was not device related. Later reported that according to paramedics, patient was in paced rhythm, but was in a sinus rhythm while hospitalized. The patient arrested, the family opted to withhold further resusitation, and the patient died. The final diagnosis was reported to be cardiac arrest, "unclear exactly what caused this arrest."

Manufacturer narrative:
Asku

Event description:
It was reported the patient had an episode on the day of death (B)(6) 2010 - one shock of 20 joules that was successful. The patient was transported to the hospital and died later that day. Further reported "did not appear to be any malfunction of device/leads." The cause of death has been requested and not received. Follow up later revealed the patient's device had been "working within normal parameters." The clinic nurse reported the patient had many comorbidities and patient's death was not device related.

Manufacturer narrative:
Asku

Event description:
It was reported the patient had an "episode" on the day of death (B)(6) 2010 - one shock of 20 joules that was successful. The patient was transported to the hospital and died later that day. Further reported "did not appear to be any malfunction of device/leads." The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.